Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. <(><<)> model #: mc1avr1-delsys, expiration date: 28-nov-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. <(><<)>mfg date: 09-jul-2020>. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation and tamponade occurred before the deployment of the ipg, due to delivery system in the outflow tract. It was reported that diuretics were administered. The leadless ipg was never implanted. The patient consequently died on the same day.